Manufacturer narrative:
Haemonetics has requested that the rotors be returned for evaluation. The rotors have not been returned. This issue of anticoagulant (ac) depletion has been investigated under a corrective action. The results of that investigation determined the likely cause was the harsh cleaning solution used to clean the pump rollers at the customer site can cause damage to the pump rollers which may lead to a device malfunction. New rotors were sent to the customer for the on-site technician to replace. Device not returned.

Event description:
Haemonetics received a complaint on 06/22/2016 for a report of anticoagulant depletion during a plasmapheresis. There was no report of any donor injury or reaction.